Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) instrument function was normal. Later during a training by the getinge field service engineer (gfse) the automatic inflation failed . All functional tests were normal.

Manufacturer narrative:
Due to character restrictions in block e1 event site address : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse suspected that there was a problem with the balloon. Changed the balloon and tested the instrument status again. The unit passed all factory-specified performance and safety index tests. The unit was returned to the customer for use.

Event description:
N/a